Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16130, 2938836-2019-16131. It was reported that infection was observed. The physician did not allege the infection was due to the device. The device system was explanted. The patient was stable with no complication.

Manufacturer narrative:
Analysis was normal. No anomalies were found.